Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v573248, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a urinary tract infection (uti). The patient had pain, burning, urgency and foul smelling urine associated with voiding. Intervention involved doing a urine culture which was positive for uti and administering antibiotics. The event was noted as ongoing.

Event description:
Additional information received reported the event had resolved without sequelae on (B)(6) 2015.